Event description:
A customer reported that the units of measurement of their freestyle flash blood glucose monitor changed. The customer observed an error 4 message and the low battery icon. The meter is exhibiting signs of memory overwrite malfunction. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.